Event description:
During a laparoscopic cholecystectomy procedure the instrument jammed. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.